Event description:
The hcp reported that while placing a bravo ph monitor, the capsule attached to the patient's esophagus, but would not deploy from the delivery system. Upon removal of the device, the capsule was pulled off of the esophagus and fell into the patient's stomach. No serious injury to the patient was reported.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.